Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pre connect component and reservoir due to unspecified reasons. A patient outcome was not reported. Additional information received that the reason for the revision was that the device was non-functional. The patient outcome was reported to be ok.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pre connect component and reservoir due to unspecified reasons. A patient outcome was not reported. Additional information received that the reason for the revision was that the device was non-functional. The patient outcome was reported to be ok.